Manufacturer narrative:
All info provided by MFR, no medwatch form was received. The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that when pt came in clinic for follow up, noise was noted in the ventricular channel. This lead remains implanted. No further info available.